Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2009.

Event description:
It was reported that reported that the patient complained of palpitations. It was also reported that the right ventricular (rv) lead exhibited questionable noise during recorded episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.